Event description:
This pt experienced vf arrest with two failed shock deliveries, followed by successful therapy on the third attempted. The decision was made to revise the ICD system. After implanting another rv lead, the ICD was reimplanted and dft testing was unsuccessful at 25j. A second attempt at <= 35j was successful. The physician elected to replace this device with a competitive ICD with higher output. The hospital has retained this device. Should add'l info become available, this event will be updated.